Event description:
Intended use for laparoscopic appendectomy with doctor. Malfunction (unable to open jaws) was discovered prior to insertion into patient. Item was set aside and not used, never entering patient. Item red bagged and sequestered for subsequent investigation upon completion of case.